Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pocket pain at the ipg site and the corner of the ipg was protruding laterally. It was reported that patient lost roughly 30 pounds. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.